Event description:
Procedure: whipple. Patient sex: unk. Reportedly, when the device was fired, the staples did not form properly. There was an unspecified amount of bleeding which required laparoscopic suturing by the surgeon to complete the anastomosis. There was no reported injury.